Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a revision procedure, this right ventricular lead displayed an exit block during the pre-discharge testing. Sensing and impedance measurements were within normal limits. A echo was performed revealing a microperforation. The lead was repositioned and acceptable measurements were obtained. There was no pacing inhibition; the patient with this lead is not pacemaker dependent. No adverse patient symptoms were observed.